Event description:
Reporter stated a pt capillary sample was measured, using the suspect device, with a result of 530 mg/dl. One minute later, a venous sample was collected from the same pt and, when tested in the facility's lab, measured 250 mg/dl. Reporter noted that pt was not treated based on the value obtained on the suspect device. Quality control testing had reportedly been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product; however, reporter declined, indicating that all accuracy studies and linearities were fine.